Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk (std) review. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk (std) review.

Event description:
It was reported that the atrial lead dislodged. It was also reported that the patient was in atrial fibrillation with fast conduction and received an inappropriate shock because the programmed discriminator responded inappropriately. The atrial lead was removed and replaced with a new lead, and the device remains in use. No further patient complications have been reported as a result of this event.